Manufacturer narrative:
The apl valve was replaced and returned to draeger medical. Investigation noted that the apl valve has separated. Draeger medical and the apl valve MFR had previously performed an eval on apl valves from a reserve sample. The apl valve MFR reported that the apl valve is designed to withstand an axial pull of 45 pounds. The axial force required to open the valve during normal use is approx four to five pounds. The apl valve MFR has incorporated and completed further design enhancements which should eliminate the potential for separation. See scanned page.

Event description:
It was reported that: at the start of a case, the apl valve came apart. The apl valve was kept at zero while the pt was no the machine. The machine was used to complete the case. No pt injury.